Event description:
It was reported that a refill was done on the patient's pump and it was noted that the actual residual volume (arv) was less than the expected residual volume (erv). Arv: 0ml, erv: 4.2ml. The caller had limited history. The patient did not experience any overdose symptoms. It was reported that the patient had "actually reported his pain was worse." Regarding if troubleshooting had been performed it was reported "not to my knowledge" and reported "previous residual volume discrepancies estimated at 2cc's, 2.5cc's; this time was 4.2." Regarding if any actions were taken or planned, it was noted "not to my knowledge." The hcp was able to fill the pump without issue. Patient status was noted as "I only know he was fine the day the physician called me." The pump was delivering morphine, clonidine and bupivacaine.

Manufacturer narrative:
Catheter: model#8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Dacron pouch: model#8590-1, lot#n281382, implanted: (B)(6) 2011, explanted: unk. Personal therapy programmer: model#8835.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: on (B)(4) 2012 a volume discrepancy was noted again: actual residual volume 0.75ml was less than the expected residual volume of 2ml. It was added that the first four refills were accurate however, the latest four had been off, getting less out that anticipated; although still within specifications. Patient had not been exposed to hot tubs or higher temps; patient was having some itching and testing showed a hypersensitivity to morphine. A bridge bolus was hence being performed as the hcp opted not to do a remove system contents procedure, citing that "the patient was having a hypersensitivity to morphine, not a life threatening allergic reaction". Morphine was removed from the medications to be delivered via the pump. As of (B)(6) 2012 the patient no longer had itching since changing the drug in his pump to a "non-morphine drug".